Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp but was not able to reproduce the reported issue, however, observed a deviation in the iab waveform. The stm removed the console from the cart and observed the rear of the case was pushed in and there was linear damage to the pressure hose to the canister due to the damaged rear console. The stm ordered the necessary parts and returned at a later date to replace the console cover and pressure tube assembly which corrected the balloon waveform issue. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during air transport and while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced an autofill failure and could not fill the intra-aortic balloon (iab). There was no patient harm and no adverse event was reported.